Manufacturer narrative:
(B) (4): results: plaque rupture; direct stenting; st, mi, death.

Event description:
A 2.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent was deployed into a patient with no issue reported. The target lesion, located in the lad #7 was described as moderately tortuous, with some calcification and 90% stenosis and was not pre dilated. It was reported that post deployment of relevant stent, the patient presented with symptoms and st was confirmed. The thrombus was aspirated; however, re-occlusion occurred. Ventricular fibrillation was also confirmed and cardiopulmonary resuscitation was started. An additional pci was performed with insertion of intra aortic balloon pump; however, circulation could not be restored and the patient died due to myocardial infarction. The physician commented that the patient's death is not associated with the malfunction of the relevant stent but probably with uncontrollable thrombus with plaque.